Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a loose screw found between the monitor and nibp boards. The screw was removed and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.